Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: as received, the ipg was responsive and communicated with lab utilities. Visual inspection revealed a terminal electrode in the upper connector block. This anomaly was consistent with the lead being pulled from the header with the setscrew engaged. After the electrode was removed from the header, the ipg was tested manufacturing specifications using the autotester and passed all tests. The ipg also passed a lead fit and lead retention testing. No anomalies were observed that would contribute to the reported loss of stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Reports:1627487-2014-03607, 1627487-2014-03608 & 1627487-2014-03609.

Event description:
Device 4 of 4. Reference MFR. Reports:1627487-2014-03607, 1627487-2014-03608 & 1627487-2014-03609.